Event description:
It was further reported the index procedure was right brachial approach. Pre and post dilatation were performed. Stenosis post procedure was 24%. The filter wire was not used. Another distal protection device was used.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR#: 2134265-2010-05173. (B)(4). It was reported that following a carotid artery stenting treatment procedure, the patient experienced hypotension and bradycardia. In (B)(6) 2010, the index procedure treated an unknown lesion with placement of a filterwire ez and a 8.0x21mm carotid wallstent. With in 24 hours following the procedure the patient experienced bradycardia and low blood pressure, 108/62mm/hg. The patient was treated with medication (vasopressor) and the event was resolved. The event was resolved 2 days later. According to the physician this was related to the wallstent by the stent self-expansion.